Event description:
The customer reported that there was a collimator calibration error upon boot up. This error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board battery and reloaded configuration files. The system operates as intended.